Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One photo was provided which appear to show bulbous deformation on proximal disc when deployed through the loader on the operation table. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Na the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. The procedure was going normally until the release of the first disc of the prosthesis, where it opened in a convex (cookie) shape. Similarly, the right-side disc was attempted to open, but it opened in the same manner. The doctor decided to retract the prosthesis and open it again, but the defect persisted. The doctor opted to retract the prosthesis and wash it in heated saline solution. The prosthesis returned to the normal shape, and the implantation process was repeated. That time, the device opened in a chalice shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was retracted again and replaced with another of the same brand and size, meeting all product expectations and the case was successful. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There were no complications for the patient or the institution. The patient was reported discharged.